Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu assembly was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no add'l service info was provided.